Event description:
It was reported that the patient presented after receiving 18 shocks due to t-wave oversensing (twos) of the right ventricular (rv) lead. The rv sensitivity was decreased and the twos resolved. In addition, following the shocks, the clinician questioned why the battery voltage of the device was below the requirements for elective replacement indicator (eri), however, eri had not been triggered. The requirement for 3 consecutive nightly measurements at or below eri voltage to set the eri condition/alert status was discussed. The device was explanted and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 507652 lead implanted: 2011 (B)(6). (B)(4).